Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: the keypad button symbols were found to be worn and the keypad cover was peeling at the ok button. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test display screen was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.